Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys ft3 iii on a cobas 8000 e 801 module. The ft3 values for the sample were also discrepant when tested on a second e 801 analyzer, a cobas 8000 e 602 module, and a cobas e 411 immunoassay analyzer used for investigation. No incorrect results were reported outside of the laboratory. The sample was initially tested on the customer's e 801 analyzer on (B)(6) 2019. The sample was provided for investigation, where it was measured on the e411 analyzer on (B)(6) 2019. During the investigation, the sample was also repeated on the second e 801 analyzer and the e 602 analyzer. The serial number of the customer's e 801 analyzer was requested, but not provided. The serial number of the e411 analyzer used for investigation is (B)(4). Ft3 reagent lot number 425531, with an expiration date of 31-aug-2020 was used on this analyzer. The serial number of the e 602 analyzer used for investigation is (B)(4). Ft3 reagent lot number 425531, with an expiration date of 31-aug-2020 was used on this analyzer. The serial number of the e 801 analyzer used for investigation is (B)(4). Ft3 reagent lot number 404623, with an expiration date of 31-jul-2020 was used on this analyzer.